Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg continuously flipped in the pocket, due to which the patient was unable to recharge the ipg. As such, the ipg became inoperable. Reportedly, patient lost therapy 6 years ago. Surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. Patient stated the ipg would flip in the pocket and was unable to charge the device. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.